Event description:
It was reported that the patient's pump was beeping and it alarmed "no disposable pump will not run". They instructed to silence alarm. Reviewed pump settings (resolution volume 92.0 ml, continuous rate 2.0 ml/hr, volume given 5.6 ml) and pump powered off. They instructed to close clamp on tubing and cassette removed. They instructed to gently tap bottom of cassette on hard surface and massage tubing on top of cassette. Cassette reattached, pump powered back on and alarm persists. Pump powered off, tubing remains clamps and cassette removed. Tubing massaged and gently tapped on bottom of cassette. Patient notes a small air bubble in the tubing on top of the cassette. Cassette reattached, pump powered back on and alarm persists. They instructed to power pump off and tubing remains clamped near port. This event occurred at the patient's home. They do not have any additional information at this time. The event occurred while in use with the patient. No patient harm/adverse event reported.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.